Event description:
It was reported that the user connected the cartridge to the connect adaptor outside of the pump chamber, which can lead to an infusion set or cartridge connection issue and improper deployment. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included a review of pump report logs and user troubleshooting with education. Investigation of this case revealed user setup error related to cartridge connection outside the chamber, with correction achieved by instructing the user to place the cartridge in the chamber before securing it with the connect adaptor. It was concluded, based on previously established findings for similar reports, that the cause was user technique.